Manufacturer narrative:
Philips remote service engineer (rse) spoke with the customer. The nurse not able to get in touch with the biomed but the primary server showed three access switches down hard which required on site assistance. The biomed called back. The closets were checked and some of the servers that were down hard were purposefully done so the initial issue was telemetry only which just needed a reboot and restart of monitoring services to resolve the issue. A second rse spoke to the customer several hours later to address the two telemetry surveillances that were down. The servers did not display any network issues and the rse selected the menu and set the servers back to monitoring mode to resolve the issue. Based on the information available and the testing conducted, the reported problem was caused by non-monitoring telemetry servers. The cause of the failure to monitor is unknown.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that multiple surveillances and four overviews lost connectivity to the network. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.